Event description:
The customer reports: the needle hub on the insertion cannula broke during patient use.

Manufacturer narrative:
(B)(4). The customer returned one introduction needle for evaluation. Visual and microscopic examination of the needle revealed a crack in the introducer needle hub. The needle hub was tested for leaks by attaching a returned ars syringe filled with water to the needle hub and then depressing the plunger to expel the water. Water exited the needle bevel but was also squirting from the crack in the needle hub. A device history record review was performed and no relevant findings were identified. The reported complaint that the introducer needle could was confirmed by complaint investigation. The returned introducer needle hub contained a crack. A device history record review was performed and no relevant manufacturing issues were identified. Further investigation of this issue is being conducted under a CAPA. The CAPA failure investigation indicates that the probable cause is design related.

Manufacturer narrative:
(B)(4).

Event description:
The customer reports: the needle hub on the insertion cannula broke during patient use.